Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2020. Additional information: h4. Corrected information: d3, g1, g2. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Specific number of devices involved in this procedure 3 or 1? The sales rep reported 3 devices. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw 2210968-2020-02121, mw 2210968-2020-02122, mw 2210968-2020-02123.

Event description:
It was reported a patient underwent an unknown cardiovascular surgery on (B)(6) 2020 and a reservoir was used. After surgery, when the surgeon tried to lock the reservoir in the ward, it could not be locked. He tried several times but did not succeed. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/22/2020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Product complaint #(B)(4) date sent to the FDA: 7/14/2020 additional information: d4 h3 evaluation: failure mode reported by customer, could be related to and can be caused by tie too long. During samples evaluation the plates in both samples were able to be open and close without any issue. Tie straps did not interfere on the correct function of the locking mechanisms. Therefore, is considered this man factor does not contribute to the reported complaint defect. Locking mechanism of reservoirs were checked to verify its condition. Samples were evaluated, and during this evaluation it was notice that the latch of plates and its mechanisms were in good condition, in addition to it was able to be activated and de-activated several times with no issues. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received, during sample evaluation the plates in both samples were able to be open and close without any issue. Tie straps did not interfere on the correct function of the locking mechanisms. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and-other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturers control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.